Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that in the last week she has been having more accidents and can't make it to the bathroom. The patient stated that she wanted to try to increase stimulation to see if that helped, but the patient programmer (pp) would not let her increase stimulation. Troubleshooting determined that stimulation was turned off and after turning stimulation back on and increasing stimulation the patient was able to feel stimulation in the correct area. The patient was advised that the cause of the symptoms return could have been because the device had been turned off, but if symptoms do not improve the patient should follow-up with her healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.